Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing properly. It is unknown how the case was completed. No patient consequences were reported. This is all the information available regarding the event.

Manufacturer narrative:
(B)(4).